Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 9063718. Customer states that the plunger rod fell out of the syringe. The returned syringe was examined and exhibited the stopper separated from the plunger rod. A review of the device history record was completed for batch # 9063718 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200811700] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air in the silicone line. Corrective action: maintenance dispatch #60875 was created for dry barrels during the creation on this lot. The slip ring brushed were replaced, silicone gun # 6 was realigned, and all silicone guns were purged.

Event description:
It was reported that the plunger fell out of the relion® insulin syringe during use when the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "found 1 syringe plunger fell out with cap removed."

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger fell out of the relion® insulin syringe during use when the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "found 1 syringe plunger fell out with cap removed."